Manufacturer narrative:
The customer notified ge healthcare service of this event. A proposal was issued to the customer for troubleshooting and repair. The customer has not approved the proposal. No ge healthcare service was provided. No further information is available regarding the resolution of the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was delivering excessive tidal volume. There was no report of patient involvement.